Manufacturer narrative:
A replacement pump was sent to the customer. On (B)(4) 2013, a medela clinician spoke with the customer who reported she is receiving medical attention and antibiotics for mastitis and now is dealing with a yeast infection. She did seek advice from lc who recommended discontinuing use of swing and purchasing a double electric pump. Discussed breast shield sizing and use of all purpose nipple ointment (dr. (B)(6)) to prevent recurrence of clogged ducts, mastitis and yeast infections. This issue is resolved pending shipment of replacement swing. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should additional information or the original product to receive, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported low suction and clogged ducts/mastitis.